Event description:
Patient has had decreased urine flow since at least day shift, increased bun/cr (normal ratio), started on lasix drip for low urine output. Day shift rn endorsed to nights that foley was "positional" and with inconsistent flow. Similar flow noted on nights; bladder scan performed and patient found to have 500 cc in bladder despite presence of foley. Foley noted to have an incredibly frayed temp probe cord inside the foley tubing.